Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - flushing was not performed for auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "reprocessing the endoscope (and related reprocessing accessories)" / "precleaning the endoscope and accessories"/ "flush the auxiliary water channel" "the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device.

Event description:
The hygiene microbiological investigation (hmi) report from the customer indicated the channels of the scope were cultured. The air/water channel tested positive for 104 colony forming units (cfu) per 20 milliliter (ml) of coagulase negative staphylococci, three (3) cfu/ 20 ml of non-fermenting gram negative rods and 65 cfu/20 ml of aerobic gram-negative rods. The device was cultured after a week. The working channel tested positive for 2 cfu/20 ml of aerobic spore forming microorganism. The air/water channel tested positive for 8 cfu/20 ml of aerobic spore forming microorganism and 1 cfu/20 ml of enterobacter cloacae. The total germ count wass above the recommended guideline value of 1 kbe/ml (20 kbe/20 ml) flushing liquid. The examined endoscope did not meet the hygienic-microbiological requirements.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The customer provided details on the cleaning, disinfection, and sterilization process followed onsite. The pre-cleaning detergent is neodisher endo clean and manual cleaning detergent is septopac. The customer aspirates water through the instrument/ suction channel and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port using keysurgical model eb10103 brush. The scope was not manually disinfected. The automated endoscopic reprocessor (aer) was not cultured. The endoscope was stored in a simple cabin with no drying function and was placed vertically. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
Follow up in progress to obtain additional information from customer regarding hygiene microbiological investigation (hmi) report results and precleaning procedures. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. No bacterial presence was detected. The results were in conformance with the requirements. The returned device was evaluated. Due to deformation of switch cover, water tightness was lost. Ceiling plate was deformed. Air/water-cylinder had discoloration. Suction cylinder has discoloration. Switch was deformed. Due to damage on charge coupled device (cd) unit, the image had white dots. The distal end cover had corrosion. Light guide lens had a crack. Adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to deformation of bending tube, bending angle in up direction exceeds the standard value. Channel tube was worn out. Protector of universal cord on scope connector side was damaged. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.